Manufacturer narrative:
Philips service replaced the defective 5v power supply and restored the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an intermittent white screen on the large monitor due to a defective 5v power supply on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.